Event description:
It was reported that 273 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 2nd obtuse marginal (om-2) branch of the left circumflex artery (lcx). A pre-intervention stenosis of 90%, "just distal to the takeoff of the first obtuse marginal artery," was reported. It was not reported that the lesion was pre-dilated. A 3.0x12mm taxus stent was deployed at 14 atm in the om-2 in the region of the lesion . The stent was placed "across" the om-2/om-1 "takeoff" point. It was also noted that the 1st obtuse marginal (om-1) artery had "minimal narrowing." Percutaneous coronary intervention (pci) of the om-1 was attempted, but unsuccessful due to inability to cross the vessel. A post-intervention residual stenosis of 0% in the om-2 was reported. Timi grade iii flow was noted in the om-1. The patient presented 273 days after the initial procedure with a 70-80% in -stent restenosis in the "left circumflex proper with timi grade ii flow in the om-1." The lesion was pre-dilated with a 2.5x20mm maverick balloon. An atherectomy was performed on the mid lcx using a 3.0x10mm cutting balloon. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pci was noted to be "successful."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.